Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, along with redness and drainage at the wound. Due to a potential infection, the physician prescribed antibiotics.